Manufacturer narrative:
The reported event that unknown_kie_product (as reported: t2 ankle arthrodesis nail) was alleged of k-111 (infection) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. This complaint has been reported during a literature review performed by the post market surveillance group. No product identification is possible and no additional information will be requested to the customer as this serves for trending purpose. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. Based on the available information, no relation could be established between the device and the reported event. Also, below are some reasons of infection if: the stryker device has been delivered non-sterile. Stryker has demonstrated that all implants, external fixation components, instruments, and trays that are delivered in a non-sterile condition can be successfully sterilized in any hospital or surgical facility with current sterilization techniques. A detailed description of approved sterilization techniques is described in the respective IFU. Sterilization of stryker implants and instruments is made in the full responsibility of the facility that has sterilized the devices in question. Stryker shall deny any responsibility in the case of an infection. The stryker implant has been delivered in sterile condition. A respective statement concerning contamination of sterile stryker devices is attached. In the case of a clinically manifest infection, in which any sterile packed stryker device was involved, dqf 13-003 shall be filled by the hospital (or exceptionally by the sales rep) due to formal reasons. If there are no obvious events, which may be caused in the field of responsibility of stryker, stryker shall decline all responsibility in general because the probability that a contamination of the sterile packed devices has been caused in stryker¿s sphere of influence is negligible. If device is returned or any further information is provided, the investigation report will be reassessed. Device disposition is unknown.

Event description:
The manufacturer became aware of a study from ¿university of pittsburgh school of medicine, pittsburgh¿ which was published in may-2015. The title of this study is ¿tibiotalocalcaneal arthrodesis using retrograde intramedullary nail fixation: comparison of patients with and without diabetes mellitus¿ and is associated with the stryker t2 ankle arthrodesis nail. Within that publication, post-operative complications/ adverse events were reported, which occurred between 1-jan-2005 until 30-jun-2013. It was not possible to ascertain specific device details from the report, a review of the complaint handling database, however, revealed that the event has not been reported by the hospital or by the author of the publication, therefore 68 complaint was initiated retrospectively for the different adverse event mentioned in the report. This product inquiry addresses deep infection. 4 out of 17 cases.